Manufacturer narrative:
Product not available for return. Product was used. User was aware of upr and labeling of wrapping control ampoule in gauze. He did not use gauze when breaking the control ampoule for use.

Event description:
User was cut in the finger when running liquid control.